Manufacturer narrative:
Follow up details, telephone number (inadvertently omitted on initial) additional information: (MFR report number for peritonitis event).

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing during an unknown phase of pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 and 2 before cancelling and resetting up supplies and a patient line is blocked alarm during drain 0. The patient has reset supplies twice for this treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient wanted to cancel treatment. It was reported that an alternate treatment plan was available. Patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). There were no alleged symptoms or adverse events attributed to the fluid leak, however, the pdrn reported that on (B)(6) 2019 the patient was hospitalized due to peritonitis (MFR report # 8030665-2019-01917). There was no allegation that the fluid leak and the event of peritonitis were related. The pdrn was unaware if the cassette used by the patient was available for return. Additional attempts were made to contact the patient for the availability of the cassette, however, to this date a response has not been received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing during an unknown phase of pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 and 2 before cancelling and resetting up supplies and a patient line is blocked alarm during drain 0. The patient has resetup supplies twice for this treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient wanted to cancel treatment. Patient was advised to the peritoneal dialysis registered nurse (pdrn). Additional information has been requested, however to date has not been received.